Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01392. The hospital disposed of the device.

Event description:
During preparation for a microneurosurgery procedure, the physician noticed that two apollo wands (wand) were not vibrating. The defective wands were found prior to use and therefore, were not used in the procedure. The procedure was completed using a new wand.